Event description:
Two incidents where pt was scheduled for 4 hours hemodialysis treatment. Treatment was terminated early due to clotting in the extracorporeal circuit. In each case blood volume in the venous portion of the tubing and dialyzer were discarded resulting in ebl =344 cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.